Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the supply voltage was lower than intended, signal alarms were appearing. To restore functionality, the power enclosure assembly and the starter board were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs contained three error prior to the restart of the imaging system. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while outside of a procedure, the x-ray generator was unable to complete initialization. The imaging system was restarted without the viewing station of the imaging system connected to restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The generator starter board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power conversion enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.